Manufacturer narrative:
(B)(4). Date sent: 4/24/2023. Additional information was requested, and the following was obtained: is the megadyne pad currently being used in the facility. ¿ if no, why not? No, because they don't know if the burning was caused by the electrodes. Are there any photos of the burn (s) that you could share with us in regards to the burn? No ¿ if yes, please send to productcomplaint1@its.jnj.com. Is there any damage(s) noted on the pad? No. ¿ if yes, where are they and what is the description of the damage(s)? Are there photos that can be shared of the pad? ¿ if yes, please send to productcomplaint1@its.jnj.com. What is the serial number of the pad? How long has the account been using mega soft? Since 2020. Does the surgeon believe there is an alleged deficiency to the pad that led to patient burn and if so why? No, they don't know if the burning was caused by the electrodes. When were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) second degree. ¿ second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. What medical intervention was used to treat the burn (such as salve or stitches)? Medical treatments valued by plastic surgery. Where is the burn located on the patient? No information. Was the reported issue at the pad site or alternate site? No information. Besides the burn, did the patient experience any adverse consequence due to the issue? Risk of infection, longer admission time. Are there any anticipated long-term effects from the burn or injury? Skin care before sun exposure. What is the current status of the patient? Unk. What was the surgical procedure? Unk. How long did the surgical procedure last? Unk. What cleaner or disinfectant (brand name or active ingredients) was used to clean the pad? Unk. Was the pad rinsed with water and let dry before this surgical procedure? Unk. How was the patient positioned? Unk. How was the room set up to include patient set up and where was the pad in relation to the patient? Unk. Was there anything between patient and the pad (ex. Sheet, drape, etc.)? Unk. Were there liquids used in prep? Unk. What skin preparation regiment was utilized for the procedure? Unk. Was urine or other fluids detected in the field after surgery? Unk. Was there any patient warming blankets used? Unk. ¿ if yes, what warming device and/or blankets were used and what is the location in relation to the patient? What temperature setting was used on the warming device(s)? Unk. What generator was being used? Unk. What power levels was generator set to? Unk. Was there any diminished effect of the generator noted during the surgery? Unk. What monopolar disposables were used during the procedure? Unk. What is the age of the patient? Unk.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Additional information received: the supervisor told me that there had been problems with the mats, that they had seen burns on patients after the surgeries and that they didn't know if the two mats they had could be the cause. The information I was given at the centre was that those two units whose batches had been discontinued because they had seen burns in patients, and because of the suspicion that the blankets might be involved, they preferred not to use them. That is the only information they give me, they do not tell me how many patients. I did the complaint with the information they gave me at the time, I spoke to the supervisor again to ask them and they only gave me this information.

Event description:
It was reported that during an unknown surgery, there was a injury in a patient after the surgery, the patient suffered from burn.

Manufacturer narrative:
(B)(4). Only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot/serial number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please confirm what is the severity of the burn? (Please see degrees of burns below and choose one): second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful -what medical intervention was used to treat the burn? (Such as salve or stitches) the healing was treated by plastic surgery -besides the burn, did the patient experience any adverse consequence due to the issue? Greater risk of infection, longer time in the hospital. -are there any anticipated long-term effects from the burn or injury? Special care before sun exposure in the future. What is the current status of the affected (patient or user)? Unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? Are there any photos of the burn (s) that you could share with us in regards to the burn? If yes, please send to (B)(4). Is there any damage(s) noted on the pad? If yes, where are they and what is the description of the damage(s)? Are there photos that can be shared of the pad? If yes, please send to (B)(4). What is the serial number of the pad? How long has the account been using mega soft? Does the surgeon believe there is an alleged deficiency to the pad that led to patient burn and if so why? When were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful ¿ third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn (such as salve or stitches)? Where is the burn located on the patient? Was the reported issue at the pad site or alternate site? Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? What was the surgical procedure? How long did the surgical procedure last? What cleaner or disinfectant (brand name or active ingredients) was used to clean the pad? Was the pad rinsed with water and let dry before this surgical procedure? How was the patient positioned? Is it possible the patient was in contact with a metal portion of the or table? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad (ex. Sheet, drape, etc.)? Were there liquids used in prep? What skin preparation regiment was utilized for the procedure? Was urine or other fluids detected in the field after surgery? Was there any patient warming blankets used? If yes, what warming device and/or blankets were used and what is the location in relation to the patient? What temperature setting was used on the warming device(s)? What generator was being used? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? What monopolar disposables were used during the procedure? What is the age of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) for the product code 0830, this product code should have been reported under a different medwatch #. Moving forward all information about the 0830 will be reported under mw #1721194-2023-00088.